Event description:
It was reported that an alert was received for low atrial lead impedance, however the device was programmed to not use the atrial lead. Programming changes were recommended.

Manufacturer narrative:
UDI (di): (B)(4).